Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm), 5-pack spring came out from the delivery system, so I couldn't use it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25150257 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The hsk iii device was returned to the factory for evaluation on 30nov2020 and investigated on 20apr2021. Sign of clinical use and no evidence of blood was observed. A visual inspection was conducted. The white plunger on the delivery device remained not pressed in and the blue lock remained in the locked position. The delivery device was returned inside the loading device with the seal observed outside the delivery window. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The seal was taken out from the loading device for inspection. There were signs of crack/delamination on the outer coils of the seal. The following measurements were taken; the inner delivery tube diameter was measured at .197 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based on the received condition of the device the reported failure ¿activation problem¿ was not confirmed but confirmed for analyzed failure modes ¿crack; seal¿ was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm), 5-pack spring came out from the delivery system, so I couldn't use it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm), 5-pack spring came out from the delivery system, so I couldn't use it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm), 5-pack spring came out from the delivery system, so I couldn't use it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.